Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was an alert due to high voltage impedance, out of range. It increased from 50 to 132 ohms. It was determined the lead connection was loose. The ICD was explanted and replaced. The lead is still in use. No patient complications were reported as a result of this event.